Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. Initial reporter city: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 4.00x32mm synergy drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the proximal rca and the proximal edge of the stent was slightly lifted. The procedure was completed with another synergy stent. No patient complications were reported.